Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by stress from repeated use, external factors, or handling. The event can be detected by following the instructions for use which state: "[inspection of the endoscope] 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities (see figure 3.2)." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the tracheal intubation fiberscope displayed an image with a black spot and the insertion part was collapsed. Inspection and testing of the returned device found image guide tube coating was peeling off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. It was observed that the bending tube was crushed, the image guide bundle was severely broken, and the connecting tube was crushed due to external factors. In addition, the device evaluation found that water tightness was lost due to a pinhole on the bending section cover. Due to a pinhole on channel tube, water tightness was lost. Diopter ring had a scratch . Venting connector under grip was shaved. Grip had a scratch. Scope-cover had a scratch. Control unit had discoloration. Angulation lever had a scratch up/down plate had a scratch. Adhesive on the bending section cover had a chip. Because channel -tube was crushed, the tube cleaning brush could not be inserted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.